Event description:
It was reported the patient had a revision due to the battery flipping and the wires were pulled and not working. It was noted this was done on (B)(6) 3013 and they put in a new unit in their right butt check.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v260968, implanted: (B)(6) 2009, product type: lead. (B)(4).